Event description:
On (B)(6) 2011, a peritoneal dialysis pt called fresenius tech support regarding m71.2 pressure leak during treatment. The pt states she's gotten this error message just about every night and has fluid leaking from the machine. The pt states she does not know if the fluid is leaking out of the bags or the cassette.

Manufacturer narrative:
A product investigation was performed for the device. The actual device was not returned for eval. A review was performed by the post market clinical dept. Per the parmacovigilance clinical research advisor, the event of left arm swelling and pain is not related to the liberty cycler machine. This is the complication of the access site used for hemodialysis. The graft had to be closed due to pain and swelling at the site which continued after the surgery.